Event description:
The customer alleged they received questionable cardiac t results for one patient on their cobas h232 meter, serial number (B)(4). While the cardiac t tests strips are sold in the united states, the h232 meter is not sold in the united states. The patient's initial cardiac t result was 594 ng/l. The patient's second result was 704 ng/l. The third result was 876 ng/l. The fourth result was 989 ng/l. The fifth result was 1061 ng/l. The customer stated the first three measurements were done in a short period of time. Information on whether any of the results were reported outside the laboratory was requested but not provided. There were no adverse events. The h232 meter was returned for investigation. No problems were found with the customer's h232 meter.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was provided. The initial result of 594 ng/l was tested using strip lot 2814951. An investigation was performed on retention cardiac t strips from lot 28155410 on a qualified h232. The results of all the measurements were within specification. The customer provided the h232 meter and used cardiac t strips for investigation. The test strips were visually inspected and did not show any abnormalities. The returned h232 meter was tested using retention strips. The results of all the measurements were within specification. The returned test strips were tested on a qualified h232 meeter and all results were within specification. The investigated materials can be ruled out as a source for the reported failure.